Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and the third electrode, and a reddish material inside it. Initially, it was reported that they were controlling the catheter after very high-pressure values and noticed blood in the catheter tip. They could not confirm if the catheter pebax was physically cracked/broken. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no patient consequence. The foreign material (blood) and force issue were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 10-apr-2025, a separation between pebax and the third electrode was noted, with reddish material inside. This was assessed as MDR reportable with an awareness date of 10-apr-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed a separation between pebax and the third electrode, and a reddish material inside it. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint regarding a force issue and foreign material inside the pebax were confirmed. The potential cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation, to prevent fluids from getting inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).